Event description:
Procedure: gastric bypass. Reportedly, the staples did not form at end of cartridge, as a result the staple line failed when the eea was dropped into the gastric pouch. Eea pulled completely through the staple line. Surgeon had to convert from lap to open and finished the procedure with competitor's products.